Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was 44mg/dl, and the customer did not take a meter bg reading. Reportedly, the customer had seizures and fainted and subsequently went to the emergency room. Customer administered a glucagon injection themselves and was treated with intravenous fluids of saline and glucose to address the bg while at the emergency room. The customer was released on (B)(6)2025 with the issue resolved and no permanent damage. System check with technical support did not identify any additional issues with the pump or related supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.